Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas. This has occurred intermittently since pt started a new type of infusion set 2 months ago. On (B)(6) 2011, pt went to bed and his blood glucose was in the 300's mg/dl. He delivered a bolus and woke up at 3 am. His blood glucose was still elevated so he bolused 5 units. He woke at 4:30 am and felt nauseous and threw up. Blood glucose was 414 mg/dl. Pt removed the infusion headset and the cannula was bent. Normal blood glucose is 80-160 mg/dl. An e4 occlusion error was received on the morning of the report. Pt recently had open heart surgery and has had increased stress. There were no issues with the preparation, insertion, or removal of the infusion set. Insulin did leak from the infusion cannulas. Headsets were inserted manually. No product will be returned for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.